Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that an impella cp pump was placed to support a patient admitted in with cardiogenic shock and organ failure. The impella cp accessed leg was ischemic. The ischemia was not treated by femorofemoral bypass or premature explant as the patient could not survive off the pump. Further details stated that the patient expired on support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.